Event description:
Information received from the field does not address the patient's clinical status but notes r-wave undersensing, p-waves not detected and "bipolar egm/sensing with a uni- polar lead implanted".